Event description:
It was further reported the pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid rca with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.0 x 12 mm taxus stent. Residual stenosis was 0%. The pt was discharged the next day. The pt presented electively 4 mos later for cardiac catheterization to further evaluate symptoms of chest pain, shortness of breath, and dizziness. Cardiac catherization revealed: lmca - normal, lad - diffuse disease throughout, no focal stenosis, lcx - angiographically unremarkable, rca (target vessel) - previously placed taxus stent widely patent; 90% stenosis in proximal to mid vessel. The pt underwent placement of a 3.0 x 16 mm taxus stent in the proximal rca. Residual stenosis was 0%. Overnight, the pt had a run of slow nonsustained ventricular tachycardia requiring adjustment of their medications. The pt was discharged the next day. Relationship to taxus stent: not related.

Event description:
Clinical study. After a drug eluting stenting treatment procedure a target vessel reintervention was performed on the right coronary artery. Additional information has been requested.